Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Ref MFR report #1627487-2012-03565. It was reported during intra-operative testing, following an scs ipg replacement procedure, the scs lead showed invalid impedance values. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.